Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. Additional information was received that the reason for explant was that the patient was frequently charging the ipg. The explanted device was discarded by the facility.